Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the proximal lad. At 1 month follow up pt's cardiac status was stable angina. At 6 month follow up pt's cardiac status was unstable angina. At 1 year follow-up pt was asymptomatic / free of symptoms. It is reported that approx 15.5 months post index procedure the pt was admitted to hospital with a sudden onset of left sided weakness, the pt had fallen at home after leg gave way. An ischemic stroke was diagnosed based on radiological evaluation. The pt expired approx 1 week after the event. It is reported that the pt death was related to the stroke and pneumonia. Investigator indicated that there was no relationship to the study device. It was reported that the death was not associated to mi and there was no evidence of stent thrombosis. Autopsy report is not available.

Manufacturer narrative:
(B) (4): evaluation results: (cva/stroke/death).